Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had a staphylococcus infection. Reportedly, the patient's device had two weeks of low longevity battery. The patient also reports of being light headed. All available information indicates that as of this time, the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead remain in service. No additional adverse patient effects were reported.